Manufacturer narrative:
The lesion length was 7-8cm bilateral iliac. The anatomy was both tortuous and calcified. The determination that the stent was 2-3 cm shorter was confirmed by inserting a stent of the exact length that was placed in the same positon on the other side. Both left and right iliacs were stented. All (IFU) instruction for use guidelines was followed. The interventional radiologist is experienced in the use of smart stent. During deployment of the stents, constant fluoroscopic visualization was maintained. Prior to deployment, all the slack was removed. The pt's medical history consisted of claudication, (pvd) peripheral vascular disease, and smoker. Add'l info will be submitted within 30 days.

Event description:
During a percutaneous transluminal angioplasty, bilateral iliac stents were placed using the kissing technique. A c08080sv x1 and a c08080mv x1 were used and placed. The left iliac stent was 2-3 cm shorter than the stent on the right iliac. Another c08040sv was used to cover the distal end of the iliac line.